Manufacturer narrative:
Concomitant medical product: cd3357-40c ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a staphylococcus infection. The leads were explanted. No further patient complications have been reported as a result of this event.